Event description:
On 12/21/2021, it was reported by an arthrex employee via email that an ar-4500 meniscal cinch suture got stuck. This was discovered during a meniscal repair procedure on (B)(6)2021. Surgeon opened another ar-4500 from another lot and case was completed successful without further issues. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation it was found that the first implant had not been deployed. During functional testing, the implants were able to be deployed.